Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that no insulin exited the cartridge into the tubing when completing the fill tubing process. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge onto the pump.